Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an electrode and probe placement procedure. It was reported that there were issues with memory locations. The imaging system would not return to the exact position that was saved, it would overshoot its destination. During one movement, it also appeared to go to a position between two of the saved locations. There was no impact to patient outcome as a result of this issue. There was an approximately 30 minute delay to the case. The procedure was able to be completed without further issues. Additional information received from a manufacturing representative indicated that after speaking with another manufacturing representative, it was determined that the behavior seen with the imaging system during this procedure was normal when moving from various saved positions. It was noted that it was likely the radiological technologist was unfamiliar with how the imaging system moves after recalling saved positions.